Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited increased sensing integrity counter (sic) and noise. The lead was reprogrammed with plans for a lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.